Manufacturer narrative:
Part 329.608, lot 5176805: manufacturing location: supplier - (B)(4), packaged by : (B)(4). Manufacturing date: march 24, 2006. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation summary: one (1) unknown bending template (possible part numbers: 329.606, 329.607, 629.608, and 329.609) was received for evaluation. Upon visual inspection, a small tab of the bending template was received and shows signs of being broken off from the rest the template. There are witness marks throughout the tab indicating the template was extensively used during its lifespan. Although an exact cause cannot be determined, the complaint condition was most likely result of extensive bending/contouring of the template, which may have caused the tab to break off from the template. This complaint is confirmed. The bending template is part the depuy synthes locking calcaneal plate instrument and implant set system. The bending template assists the surgeon in selecting the appropriate plate length for the procedure. The relevant drawings were reviewed. The design history was found to not impact the complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Please note: an additional, fully intact bending template (part: 329.608, lot: 5176805), was received along with the complaint and no issues were seen. Based on the drawing, the template is fully intact in fair condition with signs of wear and tear. A device history record review was done for the fully intact bending template with no non-conformance reports generated during production. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(6). Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that during the procedure: orif calcaneus. It was noticed after the procedure that the bending template had a part missing. No delay to procedure. The product specialist has also advised that broken parts have been retrieved; no piece was left in patient. No adverse effect to patient. This complaint involves 1 part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Concomitant parts reported part 329.607, lot 5602888: release to warehouse date: november 01, 2007. Supplier: (B)(4) tool company. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant parts reported: bending template for locking calcaneal plate-long (part 329.608, lot 5176805, quantity 1)

Manufacturer narrative:
The remaining piece of 329.607 returned for investigation on june 7, 2017. Only a small piece of the complained device was received may 23, 2016. A review of the device history records has been requested. Subject device has been received and is currently in the evaluation process. Corrected data: catalog number, lot number, UDI. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
An updated product investigation was completed: the received bending template (part 329.607, lot 5602888) is broken, thus confirming the complaint description. A device history record (DHR) review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. The article was manufactured in november 2007. No non-conformance reports were marked in the DHR during production. Unfortunately we are not able to determine the exact reason for this occurrence, but it is likely that there are witness marks throughout the tab indicating the template was extensively used during its lifespan. Although an exact cause cannot be determined, the complaint condition was most likely result of extensive bending/contouring of the template which may have caused the tab to break off from the template. Per the technique guide, the bending template, for locking calcaneal plate is part the depuy synthes locking calcaneal plate instrument and implant set system. The bending template assists the surgeon in selecting the appropriate plate length for the procedure. The relevant drawings were reviewed. The design history was found to not impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. A device history review could not be performed for the returned instrument because the lot number is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.